Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the light guide lens was discolored. The probable cause is likely due to degradation. However, the most probable cause of the complaint is component failure. Based on the results of the investigation, confirmed foreign material remained on the device, but the type of the material cannot be identified. The foreign material was possibly not be removed completely if the reprocessing steps were not conducted properly. Therefore, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated the light guide lens was discolored and there was tissue adhesive adhesion on the insertion tube that was found. There was no patient involvement.